Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no impact to blood glucose. The customer continued to use the pump for insulin therapy. During follow up with tandem technical support, reportedly the issue was resolved.